Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was initially inflated to 6 atmospheres. The site was changed slightly and upon inflation again, the pressure did not increase. The device was removed, and it was confirmed that there was a pinhole rupture. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was initially inflated to 6 atmospheres. The site was changed slightly and upon inflation again, the pressure did not increase. The device was removed, and it was confirmed that there was a pinhole rupture. The procedure was completed with another of the same device. No patient complications were reported.